Manufacturer narrative:
(B) (4): eval results: endoleak. Moderate tortuosity, mild calcification, and aortic neck moderately angulated. (B) (4) (surgical intervention).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, mild calcification, and aortic neck moderately angulated. Aortic neck diameter at the renal arteries was reported as 27 mm, 15 mm below the renal artery was 34 mm and 10 mm in length. It was reported the stent graft was initially correctly implanted, however, after deployment, the stent graft moved down due to the pt's anatomy resulting in inaccurate delivery with a type I endoleak. The physician elected to place a 34 mm talent aortic cuff and the endoleak was resolved. No clinical sequelae were reported, and the pt is fine.